Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysuria ("trouble urinating"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy ). Essure was removed. At the time of the report, the medical device removal and dysuria outcome was unknown. The reporter considered dysuria and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hysterectomy and trouble urinating. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysuria ("trouble urinating"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hypoaesthesia ("yep in my toes/tingling and numbness and their legs") and paraesthesia ("yep in my toes/tingling and numbness and their legs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dysuria, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered dysuria, hypoaesthesia, medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hysterectomy and trouble urinating. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: event yep in my toes/tingling and numbness and their legs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysuria ("trouble urinating"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("yep in my toes/tingling and numbness and their legs"), paraesthesia ("yep in my toes/tingling and numbness and their legs"), pelvic pain ("pain after hysterectomy"), alopecia ("hair loss"), food allergy ("allergy to beer") and allergy to animal ("allergy to animals"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dysuria, hypoaesthesia, paraesthesia, pelvic pain, alopecia, food allergy and allergy to animal outcome was unknown. The reporter considered allergy to animal, alopecia, dysuria, food allergy, hypoaesthesia, medical device removal, paraesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: allergy to animal, alopecia, dysuria, food allergy, hypoaesthesia, medical device removal, paraesthesia and pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events - pelvic pain female, allergy to beer and allergy to animals were added. New reporter added. Fu 2& 3 processed together. On 23-mar-2020: social media received. New event hair loss added. New reporter added. Fu 2& 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysuria ("trouble urinating"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("yep in my toes/tingling and numbness and their legs"), paraesthesia ("yep in my toes/tingling and numbness and their legs"), pelvic pain ("pain after hysterectomy"), alopecia ("hair loss"), food allergy ("allergy to beer"), allergy to animal ("allergy to animals"), prolapse ("prolapse"), anal fissure ("anal fissure"), dyshidrotic eczema ("dyshidrotic eczema"), pruritus ("itchy") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dysuria, hypoaesthesia, paraesthesia, pelvic pain, alopecia, food allergy, allergy to animal, prolapse, anal fissure, dyshidrotic eczema, pruritus and allergy to metals outcome was unknown. The reporter considered allergy to animal, allergy to metals, alopecia, anal fissure, dyshidrotic eczema, dysuria, food allergy, hypoaesthesia, medical device removal, paraesthesia, pelvic pain, prolapse and pruritus to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: allergy to animal, alopecia, dysuria, food allergy, hypoaesthesia, medical device removal, paraesthesia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc.fu 5 an d 6 process together. On 23-mar-2020: social media received. Reporter's information added.fu 5 an d 6 process together. On 23-mar-2020: social media received. Reporter's information added event : dyshidrotic eczema, itchy, nickel allergy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysuria ("trouble urinating"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("yep in my toes/tingling and numbness and their legs"), paraesthesia ("yep in my toes/tingling and numbness and their legs"), pelvic pain ("pain after hysterectomy"), alopecia ("hair loss"), food allergy ("allergy to beer"), allergy to animal ("allergy to animals"), prolapse ("prolapse") and anal fissure ("anal fissure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, dysuria, hypoaesthesia, paraesthesia, pelvic pain, alopecia, food allergy, allergy to animal, prolapse and anal fissure outcome was unknown. The reporter considered allergy to animal, alopecia, anal fissure, dysuria, food allergy, hypoaesthesia, medical device removal, paraesthesia, pelvic pain and prolapse to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: allergy to animal, alopecia, dysuria, food allergy, hypoaesthesia, medical device removal, paraesthesia and pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Pfs received. New events added: anal fissure, prolapse. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.